Event description:
The sales consultant reported: as the surgeon was implanting a 4.0 mm x 48 mm long threaded cannulated screw into a medical malleolus fracture, the screw became unthreaded (peeled). The screw was then removed and a new screw was used. Approximately 1 mm of threading was left implanted in the patient. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The device was returned and the investigation is ongoing.